Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have meter issues. Customer's blood glucose was 50 mg/dl. Customer declined troubleshooting for low blood glucose. No troubleshooting was done on the insulin pump. Customer will not be returning the device for analysis.